Event description:
During use on pt, pressure dropped from 27 cwp to 10 cwp, which resulted in increase in pt's co2. Physician noticed pt's high co2, and the pt was switched to the other ventilator. It was reported that the ventilator did not give alarm prior/during pressure change. No adverse effect on pt.